Event description:
It was reported that a spectrum pump had an issue with the "front keyboard". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. The device was found to be within specification during testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'front keyboard' was verified.. The cause was determined to be a punctured keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.